Event description:
It was reported by svc report that the head left outer panel was cracked, and siderail ground cable was loose. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: cracked siderail panels, ground cable.